Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 733686, software version: 2.1.0 h6: multiple annex a codes were coded for this event. A0908 was coded for the 3d computer aided design (cad) model screw size being incorrect. A15 was coded for the frame being moved during the case. H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the 3d computer aided design (cad) model screw size was incorrect during a spine case. The site had a 7.5mm x 45mm screw selected and attached to their screw toolkit, but when the tip of the screw was touching the patient's spinous process, and the 3d model showed about 1.5 cm of the screw already inside the bone. The screw toolkit verified successfully without issue. The navigation system was running a spine tools program. The delay was under 1 minute. The surgeon completed the case while keeping in mind that the cad graphic was different from what he was dealing with. There were six screws in the scope of the case, and they all showed the same inaccurate graphics. After the case, the manufacturer representative (rep) found the instrument as a pickable instrument under categories. Once this instrument was picked, the screw looked correct in the graphics. Technically, an incorrectly measured instrument should not have passed verification, so the suspicion was that the frame actually was moved during the case. The rep confirmed t hat the system was navigating correctly. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
H2/h6: the logs and archives were not available, so per the analysis, there was insufficient information to determine the cause of the issue. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.